Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for epidural fibrosis and degenerative disc disease/herniated disc pain. It was reported that the ins was no longer working. The patient said the ins was inactivated but still implanted. The patient also reported that the ins was interfering underneath the incision causing pain. The patient said the ins was moving around and had been getting worse for years. It was reviewed that the patient could use the programmer to check the therapy status and the patient said they couldn't remember how to use the programmer. The patient asked for physician listings in their area to replace/remove the ins. No further complications were reported/anticipated.